Event description:
It was reported that during a magnetic resonance imaging (MRI) procedure at 1.5 tesla with an active scan time of 20 minutes, a patient with an implanted intellis pain implantable neurostimulator 97716 experienced discomfort and warmth at the scs battery pocket. The MRI technician noted that the battery pocket was not warm to the touch after the scan. The issue resolved without intervention. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.